Manufacturer narrative:
No add'l info was provided. The device was not returned for eval or investigation.

Event description:
Received notification that the pt retore their acl while using the product and add'l medical intervention was required to treat the reported injury.